Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated right ventricular (rv) lead displayed high pace impedance measurements. Potential causes and trouble-shooting measures were discussed with the health care professional (hcp). The system will continue to be monitored. There were no adverse patient effects reported.